Event description:
It is reported the device was implanted in 1996. Ten years later, during a follow-up visit, the surgeon noted on x-ray that osteolytic lesions or cysts had formed around the threads and tips of screws used to affix the plate. The plate itself was not loose. The device was revised in 2006.

Manufacturer narrative:
Evaluation summary: superior surface of articular surface shows some weak, but not abnormal for amount of time in-vivo. Etching on inferior side is gone. At this time, a definitive cause cannot be determined. Evaluation: insert shows wear to medial lateral condyle surfaces. Distal side is deformed and shows a partial impression of proximal surface of tibial plate. Snap mechanism is deformed. Device history records are intact, conforming, and indicate manufacture to specification.